Manufacturer narrative:
The serial and model numbers of the subject device are unknown. The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A biomed reported to olympus technical assistance center (tac), advising that the filters of the endoscope reprocessor were not being properly changed at the facility. It was noted, after reprocessing, fecal smell was noted coming from two scopes. There was no harm or user injury reported due to the event. This report captures the event regarding one of the scopes with fecal smell and patient identifier (B)(6) captures the second scope with fecal smell. Patient identifier (B)(6) captures the reprocessor used to reprocess the scopes. Additional information has been requested on a potential use of the scopes on patient. If additional information becomes available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record was not possible as the serial number of the device was not provided. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's understanding differing from the olympus recommendation in device handling and/or reprocessing steps. The device model was unknown; however, olympus instructions for use warns against improper reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.